Event description:
The disposable loading unit was used with an auto suture multifire endo gia 30 disposable stapler during a laparoscopic appendectomy procedure. Reportedly, the instrument did not fire when reloaded. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.